Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.50/1.5/100 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).